Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, a clinical support specialist reported that the user experienced hyperglycemia after eating a large unannounced snack in the evening. The highest recorded blood glucose (bg) was 300 mg/dl. Bg was corrected by the ilet. A factory reset was later performed, and insulin delivery resumed as intended. No symptoms were reported, and no medical intervention was required.